Event description:
Caller reported that malfunction occurred on pump, specifically with the screen going dark and not turning on. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.